Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a prime anomaly. It was found the customer did not wait to observe numbers appearing on their screen before releasing the act button. Customer was assisted with priming the insulin pump. Customer also reported being hospitalized twice for diabetic ketoacidosis. The customer reported being hospitalized in february and (B)(6) 2015. Customer's blood glucose was 475 mg/dl and 790 mg/dl respectively at the time of admission. The customer also reported being admitted into the intensive care unit. Customer also reported experiencing pain from their blood glucose. The customer was treated with an insulin drip and syringes. It was also found the customer experienced a high of 600 mg/dl two nights prior. The customer treated with the insulin pump and a manual injection, lowering their blood glucose to 64 mg/dl. The customer was wearing the insulin pump at the time of the hospitalizations. The insulin pump will not be returned for analysis.